Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 15 atmospheres for 3 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.